Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer changed the infusion set and reservoir and stated that his blood glucose was rising after the set change. Blood glucose value was 352 mg/dl. Customer stated the cannula was not bent. He was advised to change the set as soon as possible. Customer stated the alarm was resolved by a complete infusion set and reservoir change.